Event description:
It was repiorted that a spectrum wireless battery had a "burnt smell coming from the wireless module." It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "board burnt up inside module." The device was received with a "check battery" condition and had corrosion as a result of fluid intrusion. The fluid intrusion caused the components to fail and rendered the device irreparable. The device was removed from service.